Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and would boot. The receiver log was downloaded and reviewed. A unexplained power on event was observed on incident date during log review. The global receiver functional test was performed and it passed all the relevant testing. The receiver case was opened for battery and interior inspection. During internal inspection moisture damage and contamination on pcba was observed. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be moisture damage.